Event description:
It was reported that during a coronary stent procedure, the balloon ruptured and became stuck in the stent. The physician was able to remove the catheter, however, a dissection was noted and was repaired with a second stent. The patient status is listed as "okay".